Event description:
Noise and potential non-capture were seen on (B)(6) 2025. The pacing threshold has trended up since implant. The short rv interval counter incremented on (B)(6) 2025, and since then low amplitude noise can be seen on the rv channel. Dislodgement was discovered and the lead was explanted on (B)(6) 2025. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.